Manufacturer narrative:
During the inspection of the 5mm, 33cm peek monopolar handle 33cm, the insulation was noticed to be compromised. Visible dings and scratches were seen throughout the shaft. Also the unit presented possible third party repair. The insulation is missing the etching which consist of lot number, part number, ce mark and us pat number. The 5mm, 33cm peek monopolar handle 33cm failed the insulation integrity test. The probable root cause could be improper sterilization methods and or mishandling. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the insulation had been compromised.

Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
During the inspection of the 5mm, 33cm peek monopolar handle 33cm, the insulation was noticed to be compromised. Visible dings and scratches were seen throughout the shaft. Also the unit presented possible third party repair. The insulation is missing the etching which consist of lot number, part number, ce mark and us pat number. The 5mm, 33cm peek monopolar handle 33cm failed the insulscan test. The probable root cause could be improper sterilization methods and or mishandling. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.